Manufacturer narrative:
(B)(4). Reporter's phone number and email address were not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a surgical procedure for a tibial diaphysis fracture using an etn (external tibial nail) system it was observed that the battery device stopped working. It was reported that the battery device was erroneously sterilized prior to the surgical procedure. It was reported that there was a 10 minute delay in the procedure due to the event. It was not reported if there was a spare device available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.